Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 14dec2018. The service engineer (se) inspected the device. The se was not able to duplicate the reported issue. As a precautionary measure, the se replaced the battery. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
It was reported that the ventilator battery does not hold a charge. No patient involvement reported. The event date was not specified; estimate used.